Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix pid a patient isolate was misidentified as staphylococcus aureus. The user verified the final result using bacterial culture. The user stated the colony morphology had white colonies and was non hemolytic. No health impact or consequence reported.